Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: the root cause is a defect fan ((B)(6)). The defect fan have been replaced. The ventilator device past the service software tests successfully and is put back in service.

Event description:
During patient ventilation the hamilton-mr1 ventilator device alerted for fan failure. The issue did not result in any patient harm. There was no need for any medical intervention reported. No device log files were provided to hamilton medical. The issue is not likely to be serious to public health but has potential to cause serious injury or death if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event.